Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion in the mid left anterior descending artery with mild tortuosity, heavy calcification and 99% stenosis. A 1.2x6mm tenku rx balloon dilatation catheter (bdc) protective sheath/stylet was removed without resistance. The tenku balloon was soaked and air aspiration was performed outside the anatomy prior to use. The tenku was advanced toward the target lesion and the balloon was inflated twice without issue. On the third inflation up to 14 atmospheres the balloon ruptured. No further attempt was made to dilate the lesion and the lesion was ultimately treated with an unspecified stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.